Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector not plugged in properly. Failed battery test alarm, low battery alarm, unexpected restart alarm were not verified due to unresponsive button. The device had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer stated that the alarm occurred even thought the batteries were good. Customer stated that the issue started about 2 weeks ago. The act or esc button also stopped working. Customer would clear the alarm and sometimes it would show a full battery or a depleted battery. This occurred for about 1 week. Customer's blood glucose level was 147 mg/dl. Customer was unable to clear the alarm due to the keypad anomaly. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.